Event description:
It was reported that a malfunction alarm occurred. Tandem technical support provided pump reset instructions for the customer as customer wanted to perform reset on their own. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.